Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: one 2000e-04 sample from lot 20075177, was received for investigation in opened packaging; marks from residual fluid were present on the sample. A visual inspection of the 2000e-04 sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was connected to a 50 ml bd plastipak syringe from retained stock and flushed with fluid; no occlusion or flow restrictions were identified during testing. Furthermore, pressure fluid was applied from the male luer component; no leakage or further issues were identified. A review of the production records for lot 20075177, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the smartsite needle-free connector was clogged/blocked/occluded. The following information was provided by the initial reporter: the 'bung' does not function properly, that is, it does not flush. We have had quite a few do this so it is not a one-off event.

Manufacturer narrative:
2000e-04 this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.-k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite needle-free connector was clogged/blocked/occluded. The following information was provided by the initial reporter: the 'bung' does not function properly, that is, it does not flush. We have had quite a few do this so it is not a one-off event.